Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 500mg/dl. Customer alleged pump did not deliver insulin as intended. Reportedly, the customer declined troubleshooting with tandem technical support. Customer changed the infusion set, delivered a bolus, and administered a manual injection to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.